Event description:
A pt underwent an elective procedure to the 1.75mm, non-tortuous first diagonal branch. The de novo, 28mm, type c lesion was eccentric and calcified. Pre-dilatation was conducted with a balloon (1.5/20mm) at 16atm for 30 seconds. A cypher (2.5/28mm) was implanted at 8atms for 10 seconds. Post-dilatation was not conducted although the stent was under-dilated. There was untreated lesion proximal to the implanted cypher after the procedure that, per report, was not treated because it was a bifurcated lesion. Ivus was conducted. The residual % of stenosis after the procedure was 0%. Timi flow before and after the procedure was 3. Three days later, the anti-platelet therapies were stopped because the surgical procedure was scheduled. Eight days post implant, the pt complained of chest pain. Cag was conducted and thrombus was confirmed inside the implanted cypher. It was treated with poba.